Manufacturer narrative:
Conclusion and justification status: the complaint states procedure: total knee replacement. These instruments were broken before use on a patient, instruments identified as broken prior to sterilisation by (B)(6) staff. Insertion handle - spring in button is broken. The investigation confirmed that the lever had broken as reported. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Insertion handle - spring in button is broken.

Manufacturer narrative:
Conclusion and justification status: the complaint states these instruments were broken before use on a patient, instruments identified as broken prior to sterilisation by cssd staff. Insertion handle - spring in button is broken. Case delayed by 5 minutes. No effect to patient outcome. A complaint database search did not identify any anomalies. No product was returned hence the failure mode cannot be confirmed. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.